Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2006: (B)(6). (B)(6), md. Office visit. Presents today for a follow up of musculoskeletal back pain. Has chronic low back pain. Secondary to this he is currently disabled and on medicare. He also has difficulty with ventral hernias and has previously had numerous surgeries and continues to have some difficulty with abdominal distension and pain. Exam: abdomen: soft; nontender to palpation; normoactive bowel sounds. Patient does have numerous ventral hernias noted. They are easily reducible. Skin: he does have a 2 cm x 2 cm ulcerative lesion noted on abdomen. Patient relates this is a sore that he ¿picks at¿. On (B)(6) 2009: (B)(6). (B)(6), md. Pathology. Accession: (B)(4). On (B)(6) 2010: (B)(6). (B)(6), md. Pathology. Accession: (B)(4). On (B)(6) 2010: (B)(6). (B)(6), md. Pathology. Accession: (B)(4). A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore-tex® soft-tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore-tex® soft-tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 1998:(B)(6) medical center. (B)(6). Pathology report. Path #: 98s-22626. Specimen/tissue: hernia sac. Gross description: received is a 14.5x12.2x3.6 cm irregular to sac like tan purple portion of fibromembranous tissue with attached fat. The cut surfaces are predominantly tan gray and fibrous. No masses, lesions, excrescences or areas of induration are identified. Microscopic description: no neoplasia or suspicious infiltration is identified in this material. The foci is suture granulomata. Diagnosis: hernia sac, ventral (herniorrhaphy): histopathologically confirmed. Suture granulomata. (B)(6) 1999: (B)(6) medical center. (B)(6). Pathology. Accession #: (B)(4). Clinical dx: small bowel fistula. Specimen/tissue: small bowel. Gross description: received is a non-surgically oriented matted portion of small bowel with attached mesenteric fat. Along one surface of the specimen is a moderate amount of matted granular tan-red tissue which is focally hemorrhagic and necrotic. Within this matted tissue are multiple loops of adherent bowel. The mucosa is glistening tan-gray with normal folds. No obstructions or fistula tracts are identified. Microscopic description: there are severe serosal fibrous adhesions with no mucosal anomalies or neoplasia identified. No fistulae are identified in sections examined. Dx: small intestine (segmental resection): severe serosal fibrous adhesions. (B)(6) 1999:(B)(6). [Illegible signature]. Progress notes. I was made aware of the non-coverage for vac sponges, only way to continue is for him to assume responsibility for cost which he is not willing to do. I am left with the option of going back to dressing changes which is acceptable but will require more frequent attention and not allow for rapid ingrowth of granulation as the vac sponge. He is agreeable to this. (B)(6) 1999:(B)(6) medicine and wound center. Nurse notes. Red granulation tissue, still has yellow necrotic tissue in center around blue sutures with some mesh protruding through tissue. (B)(6) 1999:(B)(6) medicine and wound center. Nurse notes. Observed-mesh and [illegible] suture trimmed by dr. Hemric. Wound debrided of mesh. (B)(6) 1999:(B)(6) medicine and wound center. Nurse notes. Non-healing wound to abdomen just superior to naval. Pink, red granulation tissue, small amount tan drainage. (B)(6) 2000:(B)(6) medicine and wound center. Nurse notes. Abdominal wound red and clean, reddish discharge. Dry dressing applied. (B)(6) 2003:(B)(6). Office notes. Abdomen: slightly tender to palpation. Very large upper midline incisional hernia present. Impression: intermittent incarcerating ventral hernia. Plan: CT scan to try and visualized abdominal wall. Exploration with attempted mesh repair of hernia. Risks, benefits discussed in detail. Seemed to understand, consented readily to proposed procedure. (B)(6) 2003:(B)(6) medical center. [Provider ni]. Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain status post hernia repair. Impression: large ventral abdominal wall hernia which contains incarcerated bowel without evidence of strangulation or obstruction. (B)(6) 2003:(B)(6) medical center. Microbiology. Wound culture with gram stain. Source: wound, abdominal tissue. Final: very light growth staphylococcus aureus, pseudomonas aeruginosa. (B)(6) 2003:(B)(6) medical center. (B)(6). Radiology ¿ acute abdomen series. Indication: abdominal pain. Findings: few nondifferential air fluid levels in small intestine with paucity of colonic gas. May represent gastroenteritis or early adynamic ileus. Surgical skin staples left abdomen. (B)(6) 2003:(B)(6). Nurse notes. Large wound [illegible] over midline incision due to large amount green colored drainage-exact site of possible fistula difficult to determine until retention sutures [discontinued]. Site towards left seems to be primary exit site. Swelling and redness to left of wound also. (B)(6) 2003:(B)(6) medical center. (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: questionable small bowel fistula with enteric material coming out of anterior abdominal wall. Impression: post surgical changes seen along anterior abdominal wall secondary to previous ventral hernia repair with what appears to be air within bowel extending through the abdominal wall possibly representing the site of enteric fistula. (B)(6) 2003: (B)(6) medical center. (B)(6). Radiology ¿upper gi. Indication: abdominal pain. Impression: findings consistent with enteric fistula as noted on CT. (B)(6) 2003:(B)(6). Bb [illegible]. Progress notes. Incision with retention sutures intact, fistula with minimal output. (B)(6) 2003:(B)(6) medicine and wound center. Nurse notes. Wound healed, discharged. (B)(6) 2009:(B)(6). [Illegible signature]. Emergency room visit. Impression: nonspecific abdominal pain. (B)(6) 2009:(B)(6) medical center. (B)(6). Radiology ¿ CT abdomen/pelvis. Impression: large anterior abdominal wall hernia containing small, large bowel. Mild inflammatory changes surrounding multiple loops of small bowel within hernia. (B)(6) 2009:(B)(6) medical center. (B)(6). Emergency room visit. Abdominal pain last 24 hours. Abdomen: diffuse tenderness, multiple ventral hernias palpable. CT abdomen no acute pathology. Advised patient he most likely has large amount adhesions secondary to all his previous studies, think this is exacerbation of pain from that. (B)(6) 2009:(B)(6) medicine and wound center. Nurse notes. Abdominal wound pink/red approximately 4 cm in depth. Vac dressing discontinued. Patient, wife shown how, when to do dressings at home. (B)(6) 2010:(B)(6) medicine and wound center. Nurse notes. Wound healed. (B)(6) 2010:(B)(6) medical center. (B)(6). Emergency room visit. Drainage from incision, hernia repair last week, drainage tubes removed tuesday. Reports yellow/bloody drainage. Gastrointestinal: most of wound healing well, one area supraumbilical with erythema, induration extending approximately 2 cm from wound. Procedure: incision and drainage. Staples removed, wound irrigated, packing placed. Fluid collection manually decompressed, wound probed, loculations decompressed. Impression/plan: postoperative wound infection, cellulitis. Discharged home. Wound clinic tomorrow. (B)(6) 2010:(B)(6) medical center. Microbiology. Culture wound. Source: incision. Site: sternum [per ER record (B)(6) 2010 supraumbilical]. Final report: moderate growth staphylococcus aureus. Gram stain report: many wbcs. Moderate gram-positive cocci in clusters. (B)(6): [missing records: records for the CT scan showing ¿large ventral hernia right of midline. Several small bowel within hernia, no signs obstruction. Fluid collection within abdominal wall 5.8 x 2.6 cm¿ was not provided.] (B)(6) 2011:(B)(6) medical center. Billy r. Bryan, do. Emergency room visit. Lower left abdominal pain over last day. Gastrointestinal: left anterior abdominal wall pain confined to area of erythema with thickened soft tissue. CT abdomen/pelvis large ventral hernia right of midline. Several small bowel within hernia, no signs obstruction. Fluid collection within abdominal wall 5.8 x 2.6 cm. Impression/plan: suspect superficial cellulitis. Discharged home. [Antibiotic] prescription. (B)(6) 2011:(B)(6) medical center. (B)(6). Office notes. Scabbed area, draining to left of midline. Back up to 360 pounds. Right upper, right mid abdominal bulge, but at this point, since he has put 100 pounds back on, I think this really should not be fixed. Not really bothering him. The scabbed area more likely a stitch that is permanent, although the stratus is, I am sure, long gone. Because of his size, I think it is not appropriate to go in to take out that stitch unless he starts getting significant cellulitis. (B)(6) 2017:(B)(6). (B)(6). History and physical. Abdomen: multiple surgical scars, small open wounds x 3 with minimal serous discharge at surgical site. (B)(6) 2017:(B)(6). (B)(6). Discharge summary. Gastrointestinal bleeding. Chronic abdominal wall wounds which are getting better. Per gi, abdominal wall hernias-capsule too risky, no obvious benefit. Follow-up gi as outpatient. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1930, 3191: appropriate term/code not available for ¿drainage of abdominal wound¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further state: ¿any postoperative infection should be aggressively treated at the earliest possible time. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. It should be noted with use of the device in patients with the potential for growth, tissue expansion, or significant change in body habitus, the surgeon should be aware that the device will not stretch or change with the patient¿s body. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Due to character/space constraints within the h10/11 narrative/ corrected data, all of the investigation information could not be included and is therefore being added as a separate attachment and should be referenced for complete investigation summary and conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1930, 3191: appropriate term/code not available for ¿drainage of abdominal wound¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further state: ¿any postoperative infection should be aggressively treated at the earliest possible time. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. It should be noted with use of the device in patients with the potential for growth, tissue expansion, or significant change in body habitus, the surgeon should be aware that the device will not stretch or change with the patient¿s body. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: added method/results/conclusions code 2 for sterilization evaluation.

Manufacturer narrative:
B7: added medical history. D7: corrected explant date. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: records for operative report for implant of ¿hernia repair with marlex mesh¿ were not provided.] 11/18/98: baptist medical center of oklahoma. [Illegible]. Short stay record. Cc: several [illegible] hx of abd pain, cramping, has recurrent abdominal wall hernia. Present illness: prior repair with mesh. Pmh: reflux, obesity, ppd smoker. Exam: abdomen: midline incision with multiple areas of herniation, left upper and right lower. Impression: recurrent symptomatic incisional hernia for repair, probable mesh. 11/18/98: integris baptist medical center. Ned dixon hemric, jr., md. Operative report. Preop dx: symptomatic recurrent abdominal wall incisional herniae. Postop dx: symptomatic recurrent abdominal wall incisional herniae, incarcerated. Operation: repair of recurrent incarcerated abdominal wall incisional herniae with reinforcement with gore-tex and prolene mesh. Anesthesia: general endotracheal anesthesia. Specimens: sac and scar tissue. Drains: two medium j-vacs to the subcutaneous space. Complications: none. Indications: ¿please see my history and physical. Findings: a rather chronically adhesed process with multiple loops of small bowel adhesed within the multiple abdominal wall hernia defects, also adhesed to the segments of previous marlex mesh. His entire midline was moth-eaten, mandating lysis of these dense adhesions, takedown of all these adhesions, division of all these herniae, leaving us with abdominal wall not suitable for closure, therefore, using a sandwich technique of intra-abdominal gore-tex with reinforcement of this with extra-abdominal prolene mesh. Procedure: the patient was taken to the operating room and placed in the supine position. After the appropriate intraoperative monitoring devices were established, general endotracheal anesthesia was excellently introduced. Prophylactic antibiotics had been given. The abdomen was prepped and draped in the usual, sterile manner. The previous midline scar was excised and passed off the field. Using meticulous sharp dissection and blunt dissection, we dissected down to the first of many bowel loops. In short, dissection was tedious. It took us approximately 2 hours to dissect all of the viscera free. The viscera were chronically adhesed to this sac and the anterior abdominal wall, and to surrounding scar tissue and the previously placed marlex mesh. In short, we were able to free up all of these adhesions, excise all the sac and once all the sac and moth-eaten scar tissue was removed, this left us with a fairly large defect in the abdominal wall, not suitable for primary closure. We dissected our abdominal wall flaps back to clearly healthy tissue and I elected to reconstruct the abdominal wall using a sandwich technique. Up against the parietal peritoneum, we secured a patch of gore-tex, securing these with interrupted 2-0 prolene sutures. These were secured into place and left tagged. On top of this, we placed a piece of prolene mesh, again securing this to the abdominal wall with the previously placed prolenes. In so doing, we essentially reconstructed the abdominal wall. There was no contact between the prolene mesh and the viscera. The wound was copiously irrigated with normal saline. Hemostasis was obtained to my satisfaction with electrocautery. Two medium j-vac drains were placed up against the mesh and brought out through separate inferolateral stab incisions, securing these to the skin with 3-0 silk sutures. The deep space was closed with a running 2-0 vicryl continuous suture. The skin was approximated with the skin stapling device. Dry sterile dressings were placed. Drains were connected to reservoir suction and the patient taken to the recovery area. He tolerated the procedure well with no apparent complications, all counts were correct times 2.¿ 11/18/98: integris baptist medical center. Implant record. Implant sticker. Gore-tex soft tissue patch. Item #: 1415020010. Lot #: p13482-125. Prolene mesh, ethicon. The records confirm a gore-tex® soft-tissue patch (1415020010/p13482-125) was implanted during the procedure. ??/??/99: [missing records: records for ¿pain around umbilicus and drainage of pus and wound care¿ were not provided.] 04/05/99: integris baptist medical center. Ned dixon hemric jr., md. History and physical. Hx: last year underwent complicated abdominal wall hernia repair requiring significant lysis of adhesions, placement of double layered mesh of gore-tex and prolene. Did well until few months ago. Pain around umbilicus, drainage of pus. Underwent local wound care. Eventually resolve only to reoccur. Suspicious multiple tracts of infection into wound possibly involving mesh, arranged exploration of abdominal wound. Exam: abdomen; incision well-healed. Inferior aspect of incision small opening does drain small amount purulence. Assessment: recurrent infection of abdominal incision. Explore incision under general anesthesia; unroof all tracts. May involve removal of involved mesh. 04/05/99: integris baptist medical center. Ned dixon hemric, jr., md. Operative report. Preop dx: persistent wound infection. Postop dx: persistent wound infection. Procedure: exploration of abdominal wound and excision of infected mesh. Anesthesia: general endotracheal anesthesia. Specimens: scar tissue, appropriate cultures, and involved mesh. Complications: none. Indications: ¿mr. Haley underwent a very difficult abdominal wall herniorrhaphy with marlex and prolene mesh repair last year. He presented sometime thereafter with a draining wound which was opened and treated with local wound care in the office along with oral antibiotics. The wound appeared superficial and indeed progressed to closing only to recur and he now presents for operative evaluation of the wound. Findings: significant wound tracking throughout the majority of the incision. The infection involved both layers of mesh both the prolene and the gore-tex, requiring removal of this mesh back to uninvolved portions of mesh. At no time did we encounter any viscera. Procedure in detail: the patient was taken to the operating room and placed in the supine position. After the appropriate monitoring devices were established, general anesthesia was excellently introduced by dr. Chetty. We entered through the small pinhole opening and using sharp dissection dissected down to the beginning of the infectious process. In short, the more we dissected the more purulence we found. We eventually found ourself down to the first layer of mesh, the prolene. We began to excise this and the more we excised the more the wound tracked. Further dissection brought us down to the gore-tex mesh. A vast majority of this was involved as well. In short, we had to extend the incision considerable and removed all of the involved prolene and gore-tex mesh that we could find. This left us with a considerable fascial defect; however, there was a layer of neoperitoneum which we did not violate and at no time did we enter the abdominal cavity proper. Hemostasis was obtained with the electrocautery. The wound was irrigated with antibiotic irrigation and packed with normal saline-impregnated kerlix gauze. A dry, sterile pressure dressing was placed over this and he was taken to the recovery area. He tolerated the procedure well with no apparent complications and all counts were correct.¿ 04/05/99: integris baptist medical center. Maria j. Ochoa, md. Pathology. Clinical dx: chronic draining abd wound. Specimen/tissue: tissue, scar & mesh. Gross: received in formalin is a 19.5 x 8.5 x 2.3cm aggregate of irregular tan pink portion of cutaneous and subcutaneous tissue admixed with tan gray synthetic mesh fragments and a moderate amount of adipose tissue. The cut surfaces are variegated gray yellow. Dx: cutaneous and subcutaneous tissue and synthetic mesh: chronic inflammation and fibrosis, scar, mesh identified. 04/05/99: integris baptist medical center. Microbiology tissue culture w/gram stain. Micro source: abdominal wound. Text source: abdominal wound. Gram stain: no organisms observed; few wbc. Final: moderate growth pseudomonas aeruginosa. 04/05/99: integris baptist medical center. Microbiology anaerobe culture. Micro source: wound. Text source: abdominal wound. Final: no anaerobes isolated. 04/07/99: integris baptist medical center. Ned hixon hemric jr., md. Progress note. Explore, resect eviscerated bowel, include area of bowel with fistulas. Debridement of involved mesh. Better option than allowing wound to continue to ooze and granulate. Whatever wound would be left with if skin graft in future, would leave with large hernia defect, repair would be extraordinarily difficult. Plan includes closure abdominal wall defect with reabsorbable vicryl mesh. Reexplore, resect involved bowel, close abdomen with mesh. Wound care subsequent could include placement of vac sponge. 04/09/99: integris baptist medical center. Ned dixon hemric jr., md. Operative report. Preop dx: status post mesh repair of ventral hernia with subsequent wound infection, infection of mesh, status post wound exploration. Debridement of mesh resulting in partial evisceration with small bowel fistula. Postop dx: status post mesh repair of ventral hernia with subsequent wound infection, infection of mesh, status post wound exploration. Debridement of mesh resulting in partial evisceration with small bowel fistula. Procedures: exploratory laparotomy. Debridement of residual gore-tex mesh. Small bowel resection and fascial closure. Placement of vac-sponge, and placement of central line. 5. Placement of suprapubic catheter by dr. Barnes will be dictated separately. Anesthesia: general endotracheal anesthesia. Specimens: small bowel with omental cake, residual gore-tex mesh. Drains: suprapubic tube, nasogastric tube, and vac-sponge. Procedure in detail: ¿the patient was taken to the operating room and placed in the supine position. After the appropriate intraoperative monitoring devices were established, general endotracheal anesthesia was excellently introduced. Sequential hose were placed over his teds. Attempts were made to place the foley catheter, but we met resistance. In short, we were unable to place a foley catheter in the operating room. Dr. Daniel barnes was kind enough to urgently consult and a separate note will be dictated by him but, in short, he too was unable to establish urinary drainage and towards the end of the procedure he graciously returned to the operating room to place a suprapubic catheter. The abdomen was prepped and draped in the usual, sterile manner. I extended my skin incision superiorly. In short, we were able to deflect and free up this area of evisceration and omental cake. The omentum was divided between clamps securing these with 2-0 free silk ties. In short, we were able to free up small bowel adhesions leaving a small segment of small bowel to include the fistula opening adhesed [sic] to this cake. We resected the small bowel dividing it with the gia stapling device. The mesentery was divided between clamps securing these pedicles with 2-0 free silk ties. It was subsequently passed off the field. We constructed our small bowel anastomosis using the gia stapler. Inspection of the staple line revealed it to be hemostatically intact. The gia instrument sites were closed with the ta-55 stapler. The heel of the anastomosis was reinforced with 2-0 silk seromuscular sutures. The mesenteric defect was also closed with interrupted 2-0 silk simple sutures. The abdomen was copiously irrigated with normal saline. Hemostasis was felt to be excellent. The nasogastric tube was palpated and felt to be in the stomach. At this point in time, dr. Barnes returned and placed the suprapubic catheter. Dr. Meites and I raised subcutaneous flaps down to the fascia and in short were able to free up enough of the fascia, incidentally there was no exposed residual mesh. What mesh was still present was well incorporated into the fascia. The fascia, we were able to close primarily under, in my opinion, only a minimal amount of tension due to the fact that we were able to raise the subcutaneous flaps. In doing so, we provide a fascial covering to the viscera. The placement of subsequent mesh was not necessary. The wound was copiously irrigated with normal saline. Dr. Meites placed the vac-sponge and it was connected to suction. I placed his left subclavian central line in the usual manner. It was placed without difficulty and secured to the skin with a 3-0 silk suture. He was taken to the recovery room. He tolerated the procedure well and all counts were correct x 2.¿ 04/09/99: integris baptist medical center. J.j. Schnabel, md. Pathology. Clinical dx: small bowel fistula. Specimen/tissue: small bowel. Dx: small intestine (segmental resection): severe serosal fibrous adhesions. 04/16/99: integris baptist medical center. Ned dixon hemric jr., md. Discharge summary. Hx: admitted to hospital wound exploration revealed infection of wound involving both pieces of mesh. Wound exploration complicated by partial small bowel evisceration, formation small bowel fistula. To operating room on 04/09/99, exploratory laparotomy, debridement residual gore-tex mesh with small bowel resection and fascial closure, placement vac-sponge, central line. Postop course satisfactory. Vac-sponge assisted rapid granulation of wound. On antibiotics. Excellent ingrowth granulation tissue. Final dx: s/p abdominal wall herniorrhaphy last year, bi-layered mesh repair, now with wound infection. S/p exploration abdominal wound, excision infected mesh 04/05/99, s/p return operating room for exploratory laparotomy, debridement of residual mesh, small bowel resection, fascial closure, placement vac-sponge, central line 04/09/99. Wound granulation well, no recurrent fistula. 04/20/99: integris baptist medical center. Discharge instructions. No lifting > 20 lbs. No strenuous aerobic activity. 10/08/99: integris baptist medical center. [Illegible]. History and physical. Cc: hx infection issues involving mesh repair. Now persistent draining sinus of abd wall. Exam: abdomen; granulating wound, persistent draining sinus from right superior of wound. Impression/dx: draining sinus of abdominal wall; for exploratory; debridement. 10/08/99: integris baptist medical center. Ned dixon hemric jr., md. Operative report. Preop dx: persistent abdominal wall sinus. Postop dx: persistent abdominal wall sinus. Procedure: incision and drainage with debridement of abdominal wall sinus, superficial. Anesthesia: general endotracheal anesthesia. Specimens: debrided tissue and cultures. Indications: ¿mr. Haley is a 44-year-old male, who has undergone mesh repair of his abdominal wall ventral hernia with a subsequent infections complication requiring debridement and removal of mesh with infectious complications subsequent to that, but, in short, over the last several months he has undergone excellent granulation of his abdominal wall wound. It has become apparent that he has developed a graining sinus just right and superior of the midline wound which has been refractory to outpatient management and he now required exploration of same. Findings: a small abscess in the subcutaneous tissue only. Procedure in detail: the patient was taken to the operating room and placed in the supine position. After the appropriate intraoperative monitoring devices were established, general endotracheal anesthesia was excellently introduced. The abdomen was shaved, prepped and draped in the usual, sterile manner. The tract was explored with a curved clamp obtaining several cc of pus. Cultures were obtained. The tract was opened widely and the edges debrided. This tracked down to the abdominal wall, but no further. There was no obviously exposed foreign material. Some chronic granular tissue was debrided. Hemostasis was obtained with the electrocautery and the wound was then packed with normal saline gauze. Dry, sterile dressings were placed and the patient was taken to the recovery room area. He tolerated the procedure well with no apparent complications.¿ 10/08/99: integris baptist medical center. Microbiology - wound culture w/gram stain. Micro source: wound. Text source: abd sinus tract. Gram stain: rare wbc seen; no organisms observed. Final: very light growth staphylococcus aureus. 10/08/99: integris baptist medical center. Microbiology anaerobe cultures. Micro source: wound. Text source: abd sinus tract. Final: no anaerobes isolated. No records were provided between 10/08/99 and 10/01/03. 10/01/03: baptist medical center. Herbert meites, md. Operative report. Preop dx: incarcerated ventral hernia. Postop dx: incarcerated ventral hernia. Procedure: exploratory laparotomy with lysis of adhesions and repair of ventral hernia. Description of procedure: ¿after adequate premedication, the patient was brought to the operating room and placed supine. He was then given general anesthetic. The patient¿s entire abdomen was prepped with betadine soap and solution and draped in the usual manner. He has a long history of an upper abdominal wound which has dehisced in the past and has slowly closed in. He now has multiple loops of bowel adherent, including the colon to the wound. The scarred skin was then excised and carried down to the soft tissue where the hernia sac was encountered. This was dissected in both directions such that we were able to get down to fascia which was approximately 4 to 5 inches separated, but the patient had lost approximately 50 pounds. The hernia sac was then opened into and multiple adhesions were taken down. Thus, allowing removal of the hernia sac with its adjacent skin. After this was done it was felt that with some moderate tension, this abdomen could be closed but, because of the concerns in the past with infection, it was felt best not to put mesh in. The muscles were then reapproximated in two layers; the first was a layer of #2 nylon retention sutures, and then there was #1 vicryl figure-of-eights. The abdomen was then closed with these sutures and the skin between the retentions were closed with staples. A dressing was applied, and the patient was then brought to the recovery room. There was moderate tension on this wound but not overly so.¿ 10/01/03: baptist medical center. Derek irwin, md. Pathology. Clinical dx: ventral hernia. Specimen/tissue: excised scar abdominal tissue. Dx: skin, soft tissue (excision) benign skin with dermal fibrosis and marked perivascular chronic inflammation consistent with scar. Benign fibroadipose tissue. 10/12/03: integris baptist medical center. Herbert meites, md. Discharge summary. Admission dx: intermittent incarcerating ventral hernia. Large upper midline incisional hernia. Procedures performed: exploratory laparotomy with lysis of adhesion, repair of ventral hernia 10/01/03. Hpi: acute onset of mass right of umbilicus. Rock hard, fist sized, associated with nausea, vomiting. Two to three days mass went down, gastrointestinal symptoms resolved. Evaluation found intermittent incarcerating ventral hernia. Surgical repair of hernia presented. Hospital course: admitted, to operating room, underwent procedure without complications. Postoperatively did fairly well. Abdomen tight and tender, pain well controlled. Ambulating in halls. Gastric tube discontinued third postoperative day, advance exercise tolerance. Became nauseated 10/06/03, nausea, vomiting continued. Nasogastric tube replaced 10/08/03, feel better. Removed 10/10/03, clear liquids 10/12/03, tolerating soft diet. Stable for discharge. 10/13/03: [missing records: records for ¿inpatient hospital for fistula/swelling, drainage of abdominal incision¿ were not provided.] 10/30/03: integris baptist medical center. Herbert meites, md. Discharge summary. Admit date: 10/13/03. Admission dx: fistula/swelling and drainage of abdominal incision. Gastroesophageal reflux disease. Hpi: hernia repair 10/01/03. Evaluated in wound care center postop, found large amount drainage from midline of incisional wound. Admit IV antibiotics, further therapy. Hospital course: intravenous antibiotic therapy. Upper gastrointestinal and small bowel follow through revealed rapid transit time, no obstruction. Continued IV antibiotics over several days. Monitored closely, underwent extensive wound care. Wound gradually improve over several days with aggressive wound care and IV antibiotics. Diet advanced. 10/29/03 leakage stopped. Tolerating soft diet, dismissed home next day. Given extensive activity and wound care instructions. No records were provided between 10/30/2003 and 09/03/2009. 07/30/09: [missing records: records for emergency room visit at integris baptist medical center for ¿abdominal pain¿ were not provided.] 09/03/09: integris baptist medical center. Juan c. Nalagan, md. Emergency room visit. Cc: abdominal pain. Hpi: hx ventral hernia presents to ed with abdominal pain. Seen 07/30/09 with abdominal pain. CT was negative. Dx pain from adhesions and discharged home. Intermittent pain since then, 2100 pain became severe. Describes pain as severe aching pain along abdominal wall. Pain constant without exacerbating or alleviating factors. Has nausea, vomiting with it. Normal bowel movements yesterday. Exam: gi: obese abdomen firm. Abdominal wall tender. Hypoactive bowel sounds. CT abdomen shows incarcerated ventral hernia. Air in hernia sac and peritoneal cavity. Discussed findings with dr. Mason jett. Agreed to admit pt. Dx: incarcerated ventral hernia with perforation. 09/03/09: integris baptist medical center. Mathew thomas makel, md. Radiology ¿ CT abdomen/pelvis wo infusion. Indication: abdominal pain, nausea. Findings: abdomen: 2 large ventral hernias. Superior hernia neck measuring 15.8 cm. Inferior hernia neck measuring 12.0 cm. Moderate amount free air, small amount free fluid within inferior hernia sac. Free air within right abdomen adjacent to ascending colon and hepatic flexure. Mild stranding of infusion. Result: mesenteric fat within both hernias. Impression: massive portal venous gas within liver. Free intraperitoneal air. Free air within both ventral hernia sacs. Findings consistent with bowel perforation, possibly ischemic or necrotic bowel. Site of perforation not identified. Superior hernia contains transverse colon. Inferior hernia contains small bowel. 09/03/09: integris baptist medical center. Herbert l. Meites, md. Operative report. Preop dx: massive ventral hernia with necrotic bowel and massive air in the portal system. Postop dx: massive ventral hernia with necrotic bowel and massive air in the portal system. Procedure: exploratory laparotomy and lysis of adhesions, small bowel resection, appendectomy, repair of ventral hernia with stratus bilateral component separation, musculoperitoneal advancement flap. Anesthesia: general. Procedure: ¿the patient in critical condition was brought to the operating room, placed in supine position and given general anesthetic. The patient¿s entire massive abdomen was prepped with betadine soap and solution and draped in the usual manner. He had two very large hernias. He had one in the right upper abdomen and one in the lower midline with loss of domain. He has had previous hernia repairs in the past and at the present time. On his preoperative evaluation in the emergency room, his computerized axial tomography scan showed free air in the hernia and free air in the peritoneal cavity as well as a massive amount of air in the portal system. The previous midline incision was utilized and very rapidly this was carried down into the hernia sac. Within the hernia sac, there was necrotic bowel. The incision was carried superiorly and inferiorly and the bowel was then mobilized from the hernia sac. The fascia was then opened slightly to allow entrance into the abdominal cavity. Multiple cultures were taken. The area for division of the small bowel both proximal and distal to the necrotic bowel was then selected, divided with a gia stapler and then the mesentery of the necrotic small bowel was taken with the harmonic scalpel. After this was accomplished, the small bowel continuity was restored using a gia stapler and a ta-55 stapler for staples functional end-to-end anastomosis. The mesenteric defect was closed with interrupted 3-0 vicryl sutures. After this was done, the abdomen was irrigated with copious amounts of saline and small bowel was then run from the ligament of treitz down to the ileocecal valve. Multiple adhesions were also taken down to free it up and allow this to be done. There was a large appendix that was visualized and it was removed in the usual manner. Because of the patient¿s size and because we could not readily bring his hernia to closure, I was reluctant to place a piece of porcine stratus into the abdomen. The undersurface of the peritoneum laterally in both directions were freed up from adhesions so the stratus could be placed. Component separation was then undertaken and the anterior surface of the anterior rectus sheath and external oblique were then prepared for component separation. This was done bilaterally and that allowed the rectus muscle to be brought back to the midline without undue tension. After this was done, a 20 x 26 cm sheet of stratus was placed into the abdominal cavity and was initially tacked with #1 prolene sutures at the 12 and 6 o¿clock position with the mesh being under significant tension. The 3 and 9 o¿clock sutures were then placed. Once this was done, sutures were then placed between each of these four with approximately two into each gap so that the stratus was sewn into place and was under the usual amount of tension. Once this was done, the abdomen was irrigated with gentamicin and saline solution again and then the rectus muscles were closed along the midline with also #1 prolene sutures. A 19-french jackson-pratt drain was placed on top of the stratus and underneath the muscle and brought out through a stab incision. Then two, one right and one lateral, subcutaneous drains were put in a similar fashion. Once these drains were in place, the soft tissue was reapproximated with 3-0 vicryl sutures. The redundant skin was excised and skin closed with surgical staples. After this was done, the patient was in critical but stable condition and was then brought to the recovery room, intubated. Abdominal binder was placed over this prior to the transfer. Estimated blood loss was 100 ml.¿ continued on attachment. - attachment: [continuation h10.11.pdf]

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore-tex® soft tissue patch instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 1998 whereby a gore-tex® soft tissue patch was implanted. The complaint alleges that on (B)(6) 1999, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, mesh removal, additional surgery ((B)(6) 1999); drainage of abdominal wound ((B)(6) 2010); mesh infection, mesh removal and additional surgery ((B)(6) 2010). Additional event specific information was not provided.